Manufacturer narrative:
The reported field event of backup operation was confirmed. Backup occurred due to multi-byte code corruption consistent with a clock synchronization error in the combo integrated circuit. Actions have been taken to prevent reoccurrence. A software download was performed to restore the device, the device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. During interrogation, the device went into backup mode. The device could not be reset due to low battery status. The device was explanted and replaced. The patient was in stable condition.